Event description:
The hosp coronary care unit staff attempted to administer external pacing to a 69 yr old male pt during a code. The operator was allegedly unable to start the pacemaker. The pt was not resuscitated. The attending physician indicated the pt would have expired regardless of pacing.